Event description:
It was reported that approximately two months following the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, the patient died. A medtronic representative called to inquire about diagnostics. Electrograms showed polymorphic ventricular tachycardia (vt) with double counting of waveforms and short interval counts. It was reported that lead integrity was fine and there was no indication of a device malfunciton. Technical services discussed that short interval counts are only diagnostic data and are not associated with therapy decisions. A cause of death was requested and not received.

Manufacturer narrative:
Additional information was received from a medtronic representative that there was slightly elevated short interval counts (sic) were observed but there was no evidence of oversensing and no allegation that the device system was involved in patient's death. The representative only called to ask technical services a question about sic. It was reported that the patient died due to a lethal arrhythmia and the device provided appropriate therapy. It was also noted that the patient had a history of drug abuse which the physician suspected caused/contributed to the death. The information at hand was reviewed, and there is no evidence to suggest the device failed to meet the customer¿s expectation for quality and as well, does not indicate the device failed to meet its performance specification or otherwise perform as intended (directed or obtained). There is no identifiable connection (reasonable suggestion) alleging device caused or contributed to the death or was otherwise associated with the death outcome (if no alternative cause for this untoward outcome was identified as a likely cause of such untoward event), or a statement by a healthcare professional reaching the conclusion that there is an identifiable connection. Correction: device code corrected.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: d314trm cardiac resynchronization therapy defibrillator (crt-d), implanted: 2013-(B)(6); 429678 implantable pacing lead implanted: 2013-(B)(6); 5076-45 implantable pacing lead, implanted: 2013-(B)(6). (B)(4).